Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unk. It was reported that the stent graft had migrated approximately 1 cm, with no endoleak present. It is possible the initial dr treating this pt at the initial implant of the stent graft may have been undersized for the diameter of the vessel. The dr has elected to implant an aortic cuff proximally; the procedure for the implantation of the aortic cuff is scheduled this month.